Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included morbid obesity. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pollakiuria ("bladder or urinary problems or changes: frequently urinating"), migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain") and flank pain ("flank pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) - partial hysterectomy). At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, pollakiuria, migraine, headache, dysmenorrhoea, dyspareunia, weight increased and abdominal pain upper outcome was unknown and the flank pain had resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, flank pain, headache, menorrhagia, migraine, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet received. Case became valid. Event injury was replaced with new events. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes: frequently urinating, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain/ side pain, weight gain, stomach pain, abdominal pain and she did not undergo any essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.